Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported allegation was unable to be duplicated. It was revealed that the event log was recorded incorrectly with year 2016. The device's main board was replaced to resolve the issue.